Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled system implant. When attempting to place the right ventricular lead, sufficient r waves could not be achieved. The lead was no longer used and a new lead was implanted. The patient was stable following the procedure and would continue to be monitored.